Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump annunciated a low blood glucose alert, however, it was annunciated as a vibration despite the pump volume being set to "normal" volume. Customer's blood glucose level was 78mg/dl. During troubleshooting, the customer triggered an alert and verified that an audible tone was declared by the pump. Reportedly the customer continued to use the pump for insulin therapy.